Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1616c146e, serial/lot #: (B)(4), ubd: 30-nov-2022, UDI#: (B)(4); product ID: etlw1616c124e, serial/lot #: (B)(4), ubd: 12-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the patient for the emergent endovascular treatment of a 67mm ruptured abdominal aortic aneurysm. It was reported the patient was becoming unstable when arriving to theatre, the physician managed to seal the aneurysm. It was reported that as per management of a rupture protocol, the main body bifurcation was moved in the 12mm conical neck and only half of that seal length was obtained sequentially producing a small type ia endoleak. An endurant cuff along with 6 heli-fx endoanchors were then implanted to treat the ia endoleak. It was reported the patient expired early the following day. Per the physician the cause of the event was considered that the patient had arrived too late into hospital and that the coagulation cascade was too far along, when an exploratory laparotomy was performed for decompression of the abdomen, a severe diseased liver was also observed. It was reported the physician was happy with the performance of the stent grafts but it was noted that these types of patients usually don't recover from this type of insult. No additional clinical sequalae were reported and the patient has expired.